Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial allegation of infection and high threshold measurements were not confirmed with laboratory analysis.

Event description:
Boston scientific crm received information that this patient, who has this cardiac resynchronization therapy defibrillator (crt-d), experienced an infection. It was noted that the left ventricular lead and right ventricular lead exhibited high thresholds. A chest x-ray was performed, and there was no sign of lead movement on the x-ray. There were no adverse patient effects reported.